Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206 h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. The tool package was uninstalled and reinstalled due to random issues that started after tool package was installed. B01, c10, d02 are applicable to the system checkout the exports/logs were returned for analysis. The analysis determined that the issue was related to a 3d intel camera fault. B01, c02, d02 are applicable to the analysis. Multiple device codes were applied. Below clarifies what each is associated with. A051205, a11 - work volume collision a0902 - bridge displayed lower than expected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical arm ran into the schanz bridge when being send to the snapshot location. A 3 define scan was completed and the work volume showed the bridge slightly lower than it was. The manufacturer representative had to send the surgical arm to the clear up position first and then to the snapshot position to take the snapshot. The surgical arm was then sent to the trajectory, but the arm ran into the bridge again. The surgeon decided to abort the use of the guidance system and complete the procedure using navigation. There was no patient harm and the procedure was delayed less than an hour.